Event description:
During placement of the catheter, the peel away sheath broke away from the sheath hub as the PICC was being advanced over the guidewire. The sheath became lodged in the patient's body but was able to be retrieved using a snare.